Event description:
It was reported that customer was hospitalized with ketoacidosis. Customer stated that batteries only last three days. Troubleshooting was performed and pump appeared to be functioning normally.

Manufacturer narrative:
Pump analysis revealed that unit passed functional test including seat, rewind, basic occlusion and occlusion test. No unexpected low battery alarms noted.